Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the emergency room after receiving inappropriate shock, loss of capture and sensing were observed. X-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient was stable and will be monitored with routine follow-up.